Manufacturer narrative:
Pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip noted during visual inspection.

Event description:
Customer reported having high bg's for the past week. High bg t/s per dop. Patient's bg is 310 mg/dl. Bg details: took injection. Customer also, reported an visit to the emergency room for her high bgs. Nothing further reported.